Event description:
(B)(4). Due to my chronic pelvic pain, that has been untreatable, I have been scheduled for a hysterectomy at the very young age of (B)(6).

Event description:
(B)(4). Just a few short months after being implanted with the essure device, I started experiencing pelvic pain. I get random sharp, stabbing pains in my pelvic area, most dominant on the right side. Other issues I now have (and did not before) after getting essure include: groin pain (right side) that shoots down to knee, migraines, irregular periods, oligomenorrhea, fatigue, mittelschmerz, brain fog, severe bloating, bartholin's cyst and joint pain. I have seen my doctor (more than once) and all tests come back normal which is why I suspect essure for all of these problems.